Event description:
An aq2010v model lens, diopter -11.0, become stuck in an aq cartridge and wouldn't eject. There was no patient contact or injury. The facility stated, it was unknown if there was a product malfunction. An msi-tm injector was used and the lot number is unknown.

Manufacturer narrative:
Investigation under iaca is on going.